Event description:
As reported via an affiliate, during a percutaneous transluminal angioplasty (pta) procedure, a powerflex p3 (8.0/40mm 80cm) balloon ruptured while it was being inflated at 10atm with an encore indeflator. Therefore, the physician removed the powerflex without difficulty and intact. After angiography was conducted, the lesion was observed to be dilated enough and the procedure was finished. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally, maintaining negative pressure. It is unknown the contrast media used or the contrast to saline ratio used. Approach was made from the right femoral artery with a sheath introducer (terumo 25cm) and the lesion was crossed with a guidewire. There was no resistance/friction while inserting the powerflex balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. It was not indicated if there was difficulty advancing the balloon catheter through the vessel. Then the powerflex was delivered to the target lesion and it was inflated. The balloon catheter did not kink while being used. However, the balloon burst. It is unknown if the burst occurred during the balloon¿s initial inflation. The same indeflator used successfully with other devices. The target lesion was the right external iliac artery. It is unknown if the lesion was a de novo but was moderately calcified and heavily tortuous. There was 80% stenosis. The product will not be retuned for analysis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by an affiliate, during a percutaneous transluminal angioplasty of the right external iliac artery which was moderately calcified and heavily tortuous with 80% stenosis, a powerflex p3 balloon ruptured while it was being inflated at 10 atmospheres with an encore indeflator. Approach was made from the right femoral artery with a sheath introducer and the lesion was crossed with a guidewire. Then the powerflex p3 was delivered to the target lesion and inflated; however, the balloon burst. It is unknown if the burst occurred during the balloon¿s initial inflation. The physician removed the powerflex p3 without difficulty and intact. After angiography was conducted, the lesion was observed to be dilated enough and the procedure was finished. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally, maintaining negative pressure. It is unknown the contrast media used or the contrast to saline ratio used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the powerflex p3 balloon through the rotating hemostatic valve or guide catheter. It was not indicated if there was difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis the reported ¿balloon ¿ burst at/below rbp¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (moderately calcified and heavily tortuous) that may have contributed to the event reported. Neither the DHR nor the information available for review suggest that the reported balloon burst could be related to the manufacturing process of the device; therefore, no corrective action will be taken.